Manufacturer narrative:
Depuy (B)(4) has requested the return of the cam tightener shaft for evaluation. A follow up report will be file upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned uniplate cam tightener shaft found its lobes had broken off from the instrument. The broken sections were not returned for evaluation and it is not known when/where breakage occurred. The remaining lobe sections were twisted, indicative of material fatigue from repeated torsional loading over time. The cam tighter met hardness specification requirements. Additionally, review of the device history record found the lot met specification requirements when released to stock. The instrument has been in service for approximately 7 years. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that during surgery, it was noticed that a section of the tri-lobe on two uniplate2 cam tightener shafts had sheared off. Affiliate reports that the event did not have an adverse effect on the procedure or patient. It is not known when or where the breakage occurred. As it is possible that the sections of the tri-lobe tips remain within the cam locks of implanted plates, medwatch reports are being filed to document this event. See mfg medwatch report no. 1526439-2012-00182 for the second uniplate cam tightener shaft that was involved in this event.